Event description:
Ems personnel were attending to a pt in cardiac arrest. During an attempt at administering external pacing, it was reported the device continuously displayed a pacing leads off message and would not pace. The crew verified all electrode/cable connections and replaced the combination electrodes with no effect. There were no adverse effects to the pt reported as a result of the alleged malfunction.